Manufacturer narrative:
An event regarding revision due to instability involving a triathlon insert was reported. The event was confirmed based on clinician review of the medical records provided. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: gradual relaxation of remaining scar tissue after a previous revision for arthrofibrosis in 2010 when also a thinner bearing was implanted rendered the knee gradually unstable requiring another revision to restore knee stability to the immediate post primary implantation state of 2009. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was confirmed based on clinician review of the medical records provided. A review of the provided medical records by a clinical consultant indicated: gradual relaxation of remaining scar tissue after a previous revision for arthrofibrosis in 2010 when also a thinner bearing was implanted rendered the knee gradually unstable requiring another revision to restore knee stability to the immediate post primary implantation state of 2009. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee revision for pain and catching. Insert and patella revised. Update event based on medical review received: gradual relaxation of remaining scar tissue after a previous revision for arthrofibrosis in 2010 when also a thinner bearing was implanted rendered the knee gradually unstable requiring another revision to restore knee stability to the immediate post primary implantation state of 2009.